Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, g2(unselect health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. The subject device was returned and evaluated where the grasping portion was closed. The tube was torn near the black tube. The tube near the torn portion was compressively buckled. The grasping portion was unable to extract from the tube by pushing the ring. It was unable to open. When the ring was operated by holding the broken area after the tube was straightened, the grasping portion was able to open and close. No deformities were found in the grasping portion. Other abnormalities were not found in the device. Based on the results of the investigation, the device was subject to recall and might not have met the standard for force of opening and closing the basket. Therefore, it is inferred that the basket could not be closed during the procedure. Based on the provided information, it is determined that the device in the hospital's possession was not recalled for some reason and remained in hospital's stock. Therefore, the device might have been mistakenly used in the procedure. The event can be detected and prevented by following the instructions for use which state: drawing no. Gk3813, revision no.19. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. Never use excessive force to open or close the grasping portion. This could damage the instrument. When the grasping portion does not open and/or close smoothly, do not apply force but set the scope¿s angle back, or move the position of the grasping portion until the basket opens and closes smoothly. If the action is forced, the tube may stretch and the resistance of the handle may increase. Also the calculus may not be retrieved, and/or the grasping portion with calculus engaged may not be removed from the body. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the disposable grasping forceps basket proved challenging to both open and close. The issue occurred during a therapeutic procedure to recover a blood clot from the bronchial tube, and the procedure was completed using a similar device. There were no reports of patient harm.